Event description:
(B)(6) 2023 patient underwent left breast needle localized (bracketed) lumpectomy with biozorb placement. (B)(6) 2023 patient noted intermittent tenderness in the left breast as well as some minor swelling along the surgical incision, but no areas of ulceration, dehiscence, erythema, or frank discomfort. (B)(6) 2023 suspicious for underlying hematoma. Patient with pain, erythema & swelling. Underwent aspiration under ultrasound, did grow scant staphylococcus caprae, treated with antibiotics (B)(6) 2023 breast aspirated again, removed 2 cc of turbid yellowish clear fluid cultured again with no growth. Patient referred to infectious disease. (B)(6) 2024 patient stated she is "better "she states that a few times a week she will have pain in the area, especially if she stretches her arm out. The swelling has gone down, but the area remains erythematous although not warm or tender (B)(6) 2025 seen by primary care provider and noted to have an open wound on left breast with appearance of "hardened spaghetti" coming out of wound. (B)(6) 2025 seen by provider who initially placed biozorb. Patient stated wound has intermittently opened and drained over the last 6 months. (B)(6) 2025 patient underwent explantation of remnants of biozorb device with excisional biopsy of scar cavity. Wound vac placed for cavity measuring 6 cm deep, 8 cm x 5 cm.